Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed. Further testing found fluid ingress on the bottom of the touchscreen which was probable cause of the nonresponsive touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen did not pass the touchscreen calibration test. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.